Event description:
Customer reported she has been off the insulin pump for two months due to a motor error. Customer was busy back then so she could not call in when the issue first occurred. She was ready to get back on the device so she replaced the battery and the device alarmed. Customer mentioned that she was hospitalized for diabetic ketoacidosis, but stated she is too busy right now to provide information about the hospitalization. Customer's current blood glucose is 160 mg/dl. The device was stored for a long period of time. Customer was advised the device experienced an unexpected restart. Regarding the motor error, the device was not exposed to a strong magnetic field. Customer cannot rewind the device. She was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device had minor scratched lcd window, cracked case at display window corner, and cracked reservoir tube lip.(B)(4)